Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator is currently in the possession of the police. The device has not been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator allegedly associated with a patient death. The event was reported to have occurred on (B)(6) 2017 at approximately 21:00 local time. A nurse entered the patient's room and the ventilator was turned off. The patient was in cardiac arrest and later expired. The ventilator was not returned to the manufacturer for evaluation as it remains in the possession of the police. The investigation is based on the ventilator's downloaded event log. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. A review of the device's event log confirms the ventilator was manually powered off using the proper sequence of key presses at 19:26:35 local time. The ventilator was then manually powered on at 21:08:39 local time. This timeframe correlates with the reported time of the event. Based on the ventilator's downloaded event log, the manufacturer concludes the device was manually powered off which resulted in the reported event. The device will not be returned to the manufacturer for evaluation.